Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital on (B)(6) 2018 due to over delivery of insulin from the insulin pump. Customer had a blood glucose level of 62 mg/dl at the time of the incident. Blood glucose level at the time of the call was 62 mg/dl. The customer was wearing the insulin pump at the time of hospital visit. Proper troubleshooting did not occur due to hospital visit. The insulin pump was not replaced or returned for analysis. Will initiate follow up to see which pump was being used.